Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the arm, which is off label usage of the device on (B)(6) 2022. On (B)(6) 2022, the patient developed a skin reaction that was itchy and had slight redness. The patient went to a walk in clinic on (B)(6) 2022 and was prescribed cephalexin (500mg 4x a day for 7 days) and sulfamethoxazole/trimethoprim. At the time of the report, the patient felt fine. No additional patient or event information is available.